Manufacturer narrative:
Per email, customer states we had an issue with a foley catheter on the unit last night. It was sheared where the catheter and the lumen meet causing the balloon to deflate. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per email, customer states we had an issue with a foley catheter on the unit last night. I t was sheared where the catheter and the lumen meet causing the balloon to deflate.